Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) mentioned that they had a couple of surgeries and their scs was working fine before they went in for laminectomy and the doctor messed up. Pt stated that they went back to new orleans and had another surgery to correct their leads because it was up and after that they ended up getting a blood clot, extra nerve damage, the nerve decompressed to level 3, so every time they moved they feel like they've been electrocuted, they've been having nausea, and they couldn't stand up. Pt added that they were given steroid at that time. Pt mentioned that they lost 40 pounds by being sick. Pt stated that it would be perfect if they could get the scs working again. Pt mentioned that they were still working on getting it adjusted then before everything had happened.